Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio 4.2, lab 1.9 (next day). Date: same day, inratio 1.3, lab 2.96.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio 4.2, lab 1.9 (next day), mean 3.1, confidence limits 1.9-4.6. Date: same day, inratio 1.3, lab 2.96, mean 2.13, confidence limits 1.4-3.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. 3 hours or less time would be considered for a valid testing time interval. For the 1st data set, testing was performed the next day, therefore the test results are invalid. For the 2nd data set, the inratio value is not within the confidence limits, but the lab value is. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.